Manufacturer narrative:
Result: customer declined service by bec field service engineer. At the time the customer reported the event to bec, the instrument was performing acceptably. Root cause is unknown.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated suppressed results for sodium and calibration 'reference drift' error. Customer then ran quality control. Customer reported that they went back and checked the samples and found that 50+ sodium results that were reported outside the laboratory were erroneous. Customer reran the samples back to when quality control was good and amended the reports. There was no report of any adverse event or injury requiring medical intervention or patient treatment.